Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ " one week post-treatment the cheek swelled up. The patient was afebrile. The skin was normal with normal colour but tender to touch. Treatment with augmentin, 15 day course of steroid and 2 courses of hylase over 48 hours with 1500 units was given." After follow-up, the patient was still swollen, but it was smaller. Another course of hylase was given of 1500 units. Days later, the patient returned with their whole face swollen". It is unknown if the event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.